Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had software error detected. The customer¿s blood glucose was 117 mg/dl at the time of incident. Customer reports the insulin pump had blank display. Customer states the display was blank less than 30 seconds and then returned. Customer states battery cap was neither damaged nor corroded. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.